Manufacturer narrative:
The insulin pump had no button response due to flattened dome switch on esc button. The displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests were all unable to be performed due to no button response. The motor error alarm and basal anomaly were unable to be performed due to no button response. The motor passed the motor test. The insulin pump had severely scratched display window, cracked reservoir tube lip and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery alarm, motor error alarm and high blood glucose levels. Customer's blood glucose level went as high as 450 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced ketones, nausea, abdominal pain and thirst. Customer treated their high blood glucose with an insulin pen and manual injections. Customer declined to perform the high pressure test. Customer declined to troubleshoot for no delivery alarm and motor error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.